Event description:
During a difficult intubation, a 3l breathing bag split open on the cuff and the bag. The split occurred on the ridge of the cuff near the bottom of the cuff. A total of 3 bags reportedly split in the same manner.